Event description:
It was recommended to me by my eye dr to switch to moisture plus contact solution due to my slight dry eye problem. Since then I have been plagued with eye infection after eye infection. I was so upset at some point when they would pus fill, turn red, become painful and I was unable to look into bright light. I am an MRI tech working on a computer and it was almost impossible for me to do my job. I went to many eye drs and medical drs. Rec'd many different eye drops both over the counter and prescription. I was told they are just eye infections. I threw away makeup, and I got new contacts many times. I stopped using my contacts after becoming so frustrated thinking I can no longer wear them. I was forced to buy new glasses because mine broke. Since the recall, I have gone to optifree and I have to say it is the best thing to happen to me in the last couple years. I can wear my contacts and not have any problem with them all day. It is very disturbing to me to find out that they compromised the sterility factor, and could have really damaged my vision. I truly felt my vision was being compromised, which, is why I finally went to wearing glasses in the last 8 mos. Used 20cc 2x a day. Dates of use: approx 2 yrs. Diagnosis: slight dry eyes.